Manufacturer narrative:
The serial number of the subject device (B)(4)) which was provided in the initial 3500a report was incorrect. The device associated with this complaint has the serial number (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging unit powers off during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.